Event description:
Complication of device insertion. [Complication of device insertion] coil broke inside the patient/ doctor pulled back catheter and the last five coils broke off [device breakage]. Case description: case summary: non-serious, related, unlisted, near-incident. This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced coil broke inside the patient/ doctor pulled back on catheter and the last five coils broke off and complication of device insertion. No information given on patient's history, past drugs, concurrent conditions and concomitant medication received. On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert) inserted, lot number b26272 (expiration date 2015) for sterilization. During insertion, the coil broke inside the patient/ doctor pulled back on catheter and the last five coils broke off (complication of device insertion). The doctor left broken coil in place and would do a hsg (hysterosalpingography) in three months. Doctor could see inner coil at the os. There were outer coils at the os. No further information was provided. Follow-up information received on (B)(6) 2014- ptc investigation result provided: ptc global number: (B)(4). Medical assessment: this case reported device specific events of complication of insertion due to breakage (last five coils broke off while pulling back catheter) but these events are not necessarily indicative of a quality defect. Five (5) additional ae case reports have been received to date in relation to batch number (B)(4) but only two (2) of these cases refers to a complication of device insertion but in a different situation. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for technical investigation. The technical assessment, based on description of the reported breakage, concluded that the breakage reflects a device failure that is well understood. At time of this medical assessment the technical investigation concluded "unconfirmed quality defect- but plausible" with a final risk category ill, which poses not a significant hazard to health as the severing of the coils occurs inside the catheter and does not pose a significant risk to the health of the patient. According to the technical assessment a quality defect was plausible and based on the provided information the defect type corresponds to the following (B)(4) device breakage. In summary, a causal relationship can not be excluded based on the available information in regard to the event of device breakage and a product defect. Final assessment: when the terms "break", "breakage", "broke", "broken", "falling apart", or "split" are used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, or if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken". Since no product was returned to us tor investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, the proximal 3-6 outer coils and platinum half-band are separated from the remainder of the micro-insert. The severing of the coils occurs inside the catheter and does not pose a significant risk to the health of the patient. Follow-up from (B)(6) 2014: the required number of follow-up attempts has been made, with no response to date. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure coil broke inside the patient/ doctor pulled back on catheter and the last five coils broke off (complication of device insertion). All reported events are non-serious. The event coil broke inside the patient/ doctor pulled back on catheter and the last five coils broke off is unlisted according to the reference safety information for essure and was regarded as a near-incident due to device breakage. The remaining event is listed and regarded as non-incident. During difficult insertion, single cases of essure breakage have been reported. In this particular case, the coil broke inside the patient during insertion procedure. The physician pulled back the delivery catheter and the last five coils broke off. As temporal relationship between reported events and essure insertion is positive, causality cannot be excluded. According to ptc report, no complaint sample was provided and the review of the lot history records confirmed that the product met product release specifications. The technical investigation concluded "unconfirmed quality defect- but plausible". In summary, a causal relationship can not be excluded based on the available information in regard to the event of device breakage and a product defect.

Manufacturer narrative:
Medical assessment: this case reported device specific events of complication of insertion due to breakage (last five coils broke off while pulling back catheter) but these events are not necessarily indicative of a quality defect. Five (5) additional ae case reports have been received to date in relation to batch number (B)(4) but only two (2) of these cases refers to a complication of device insertion but in a different situation. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for technical investigation. The technical assessment, based on description of the reported breakage, concluded that the breakage reflects a device failure that is well understood. At time of this medical assessment the technical investigation concluded "unconfirmed quality defect- but plausible" with a final risk category ill, which poses not a significant hazard to health as the severing of the coils occurs inside the catheter and does not pose a significant risk to the health of the patient. According to the technical assessment a quality defect was plausible and based on the provided information the defect type corresponds to the following (B)(4) device breakage. In summary, a causal relationship can not be excluded based on the available information in regard to the event of device breakage and a product defect. Final assessment: when the terms "break", "breakage", "broke", "broken", "falling apart", or "split' are used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is. Provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individu....

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.